Event description:
Per the audiologist, in late 2008, the patient presented at the clinic with skin flap necrosis. The patient reported the skin flap had previously broken down two times (dates not reported) and revision surgeries (dates not reported) of the skin flap, and were possible and were performed by an ent and plastic surgeon. These prior incidents were not reported to cochlear staff. With this event, the skin flap has necrosed and revision is not possible. Additional information has been requested.

Manufacturer narrative:
This type of event is addressed in the device labeling.